Event description:
Covidien rec'd info stating that during testing, after the boot up and initialization process, the ventilator touch screen was unresponsive. The device was not in use on a patient when this event occurred.

Manufacturer narrative:
(B)(4). The customer reportedly replaced the printed circuit board (pcb) and was able to confirm that the single board computer (sbc) was defective.